Manufacturer narrative:
On 11/12/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it appeared intact. No anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. There is no complaint information attached so is not possible to confirm any failure on the device returned. There is not a root cause to determine at the moment. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: unknown. (B)(4).

Event description:
Two 650cc mentor smooth round moderate plus profile were received by the mentor failure analysis lab on (B)(6) 2019 with no accompanying information besides explantation date of (B)(6) 2019. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of explanted devices is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. This report is for one of the two returned devices.